Manufacturer narrative:
No patient information provided as no patient was involved when the reported issue occurred. A software analysis was initiated. Analysis found that the behavior was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were digital intercommunication of medicine (dicom) issues. Retrieving data from the electronic picture archiving and communication systems (pacs) it works, but generates an error in the pacs log file. No patient was present at the time of the event.